Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth), (event date), the exact event date is unknown. Reported around september 2016, (event description), (relevant history race and medical history), (brand name), (model, catalog, lot number, and expiration date), concomitant medical products and therapy dates (exclude treatment of event): unknown gauge needle, unknown .035 benson wire, unknown 5 french pigtail, unknown 6 french pigtail, vitoss scaffold foam bone graft material, date received by the manufacturer and PMA/510(k) number). (Manufacturing date). (Evaluation codes). The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: the patient¿s symptoms and injuries include but are not limited to acute deep vein thrombosis (dvt), occlusive thrombus requiring thrombolysis resulting in a twenty (20) day hospitalization and right lower extremity pain and swelling. The filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration and fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happen to me at any moment which has lead me to severe fear, stress, anxiety and loss of enjoyment of life. The following additional information received per the medical records, the patient¿s medical history includes gunshot wound with t12 paraplegia, bullet removal surgery, orif left arm and chest tube x 2 to the left side. A pre-insertion venogram revealed no evidence of thrombosis within he ivc and the ivc to be normal size and contour. The trapease was inserted through the left femoral vein, in the infrarenal position. According to the information received in the patient profile from (ppf) patient reported pain, blood clots, clotting, and/or occlusion of the ivc, the patient states the irretrievable filter subjects patient to the risk of future and progressive filter including migration, fracture, embolization of a fracture, clotting and even death, however no removal attempt has been made.

Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: the patient¿s symptoms and injuries include but are not limited to acute deep vein thrombosis (dvt), occlusive thrombus requiring thrombolysis resulting in a twenty (20) day hospitalization and right lower extremity pain and swelling. The filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration and fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happen to them at any moment which has lead them to severe fear, stress, anxiety and loss of enjoyment of life. No additional information is available. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Deep vein thrombosis (dvt) occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. The presence of these clots do not represent a device malfunction. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
The report received through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: the patient¿s symptoms and injuries include but are not limited to acute deep vein thrombosis (dvt), occlusive thrombus requiring thrombolysis resulting in a twenty (20) day hospitalization and right lower extremity pain and swelling. The filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration and fracture causing serious injury and death. The patient is forced to live with the possibility that these complications can happen to me at any moment which has lead me to severe fear, stress, anxiety and loss of enjoyment of life. No additional information is available.

Manufacturer narrative:
Additional information was received from a CT of the abdomen without contrast. The findings showed the vena caval filter tip was at the level of the renal arteries bilaterally. The caval filter was along the axis of the inferior vena cava with a 3 degree tilt and an anterior tilt on sagittal imaging by 20 degrees. The caval filter had a bird's nest configuration and the arms of the filter were seen external to the inferior vena cava however there was no pericaval collection. An updated ppf also indicated tilt and perforation of the filter strut (s) outside of the ivc. New patient h6 codes include tilt (device code is 2522, failure to align) and patient code perforation (2001). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, acute deep vein thrombosis (dvt), occlusive thrombus requiring thrombolysis resulting in a twenty (20) day hospitalization and right lower extremity pain and swelling. Additional information provided by the patient indicated that the filter had tilted and perforated the ivc. The patient¿s medical history is significant for gsw (gun-shot wound) with t12 paraplegia, bullet removal surgery, orif left arm and chest tube x 2 to the left side. The indication provided for the filter placement was foreign body removal at t-12. A pre-insertion venogram revealed no evidence of thrombosis within the ivc and the ivc to be normal size and contour. The trapease was inserted through the left femoral vein, in the infrarenal position. Approximately thirteen years post implant the patient underwent a computed tomography scan of the abdomen. The findings showed the vena cava filter tip was at the level of the renal arteries bilaterally, filter tilt and arms of the filter the filter were seen external to the inferior vena cava however there was no pericaval collection. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without films of the index procedure or post implant imaging, the reported tilt, perforation, caval thrombosis and retrieval difficulty could not be confirmed or further clarified at this time. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The trapease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Anxiety, pain and leg swelling do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, acute deep vein thrombosis (dvt), occlusive thrombus requiring thrombolysis resulting in a twenty (20) day hospitalization and right lower extremity pain and swelling. The patient¿s medical history is significant for gsw (gun shot wound) with t12 paraplegia, bullet removal surgery, orif left arm and chest tube x 2 to the left side. The indication provided for the filter placement was foreign body removal at t-12. A pre-insertion venogram revealed no evidence of thrombosis within the ivc and the ivc to be normal size and contour. The trapease was inserted through the left femoral vein, in the infrarenal position. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without films of the index procedure or post implant imaging, the reported caval thrombosis and retrieval difficulty could not be confirmed or further clarified at this time. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. The trapease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could not be confirmed. Anxiety, pain and leg swelling do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to (product code).